Event description:
It was reported to philips that when the battery (sn (B)(4)) charge indicator button was pressed none of the leds illuminated. Furthermore, when inserted into the device the leds were intermittent. There was no reported patient or user involvement and no adverse patient/user impact.